Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent cystoscopy and excision of vaginal mesh, revision of anterior vaginal wall on (B)(6) 2014, due to anterior vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat posterior vaginal prolapse, anterior vaginal prolapse and vaginal vault prolapse. It was reported that the patient underwent the concurrent procedures of vaginal vault suspension, cystocele repair, paravaginal repairs, rectocele repair, posterior insertion of mesh and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, atrophic vaginitis and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, dysuria and urinary leakage.